Event description:
It was reported that the device had premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed high resistance/impedance (high battery impedance) leading to eri (elective replacement indicator). Eri was due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware verison 8 installed on (B)(4)-2010. Disclaimer: submission of information by medtronic under the medical device reporting.